Manufacturer narrative:
(B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, clips misfired and did not form properly. It was not reported what was used to complete the procedure. There were no adverse consequences for the patient.